Manufacturer narrative:
(B)(4) the device was returned to baxter and an evaluation was completed. The event history log review revealed there were no keystrokes, programming, or use related events that would cause or contribute to the reported problem. However, one instance of increased intraperitoneal volume (iipv) was recorded on the device logs ((B)(4)). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. The product analysis lab (pal) analyzed the device and no failure or malfunction was identified that could have caused or contributed to the reported problem. The sample analysis revealed no non-conforming product that could have caused or contributed to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice (hc) cycler. The cause of death was unknown. Prior to the event of death, the patient was hospitalized for another indication. It was unknown if (pd) therapy was ongoing at the time of death or if the patient was connected to the hc cycler. It was unknown if the patient remained hospitalized up until death. It was unknown if a death certificate is available and if an autopsy was performed. No additional information was available.

Manufacturer narrative:
(B)(4). Date of patient death on an unknown date in (B)(6) 2015. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.